Event description:
It was reported that customer experienced multiple occlusion alarms, but declined troubleshooting, and no additional details were obtained. There was no reported impact to the customer¿s blood glucose level.